Event description:
The customer reported unexplained high blood glucose. The customer stated that he over dosed insulin and ended in the hospital due to low blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.